Manufacturer narrative:
(B)(4). Batch #: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via the risk manage notice of claim and medical records from attorney for patient with left renal mass who underwent left laparoscopic radical nephrectomy with adrenalectomy. During the procedure, a brief laparoscopy revealed no significant intraabdominal adhesions. Operative note indicates renal hilum was ligated using an ¿endo gia stapler with vascular load.¿ good hemostasis was noted; however, the surgeon fired a second vascular load ¿for remaining posterior attachments that appeared thicker than normal.¿ good hemostasis was noted and a single hem-o-lok clip was placed on the remaining tissue. Post op day two the patient became tachycardic and returned to the or to undergo an exploratory laparoscopy. Operative note indicates the entirety of the retroperitoneum was full of an organized clot that was meticulously removed. Clips were placed on the renal artery ¿but there appeared to be still persistent bleeding from the hilum. After further dissection, a ¿45mm endogia stapler with a vascular load¿ was used for a remnant portion of the renal vein medially. Excellent hemostasis was seen in the previously clipped renal artery. There was a highly organized clot medially, which was adherent to the backside of the colon.

Manufacturer narrative:
(B)(4). Date sent: 1/13/2023.